Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the patient experienced right ventricular (rv) lead perforation, right atrial (ra) lead perforation and right-sided pneumothorax. It was further reported that the patient became acutely dyspneic and experienced pleuritic chest pain. A chest tube was inserted and medication was administered. Both the rv lead and ra lead were revised and remain in use. No further patient complications have been reported as a result of this event.